Event description:
Reported via journal article. It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a history of atrial fibrillation (af) and diverticular bleeding. Transesophageal echocardiogram (tee) imaging ruled the presence of thrombus pre-procedure. A watchman access system (was) was advanced into the left atrium and the activating clotting time (act) greater than 300 seconds was achieved. A 24mm watchman flx closure device and delivery system (wd) was advanced and positioned at the laa. The wds was deployed and implanted successfully. Tee subsequently discovered a thrombus in the right atrium, which was immediately aspirated using a non-bsc steerable guide catheter under tee guidance. The procedure was concluded. The physicians discharged the patient on antiplatelet therapy with plan to repeat tee in 45 days.

Manufacturer narrative:
B3: literature article published date used as event date is unknown literature citation: sunner, et al. (April 7, 2024) an unexpected visitor: a rare case of right atrial thrombus formation during left atrial appendage closure device placement. Jacc 83(13).